Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event is migration, event date is unknown. Placeholder.

Event description:
This report is for an unknown distal locking screw. This is report 3 of 3 for complaint (B)(4).

Event description:
It was reported that patient 2 months status post implantation returned to surgeon for follow-up complaining of pain. X-rays confirmed that the helical blade had migrated through the femoral head and penetrated the acetabulum. The patient returned to the or for removal of the nail, helical blade, distal locking screw. The patient was revised to hemiarthroplasty. Surgeon noted fracture was healed, patient experienced a fall. This is report 3 of 3 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is for treatment, not diagnosis.